Manufacturer narrative:
(B)(4)

Event description:
A pt had reported withdrawal, and that she was not feeling well. It was noted that the pt's pump had flipped and required surgical correction and re-anchoring. The pt was doing fine with the therapy following the intervention. In addition, the pt had noted that a post-operation refill date, in regards to the personal therapy mgr, had changed. Initially, the hcp reviewed refill date was (B)(6)-2010, however, later had changed to (B)(6)-2010. It was discussed that another hcp review/f/u should be conducted to have the device software updated. The pt's device was noted as showing: 5x/day, 1x/10 min, 1x/2hours 0.099 mg/bolus morphine, 1.1985 mg/day morphine, 0.300 mg/bolus bupivicaine, at 3.595 mg/day.